Manufacturer narrative:
The manufacturer previously reported a ventilator's display screen was too dark to read. The lcd screen and inverter pca were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the inverter pca failing was found to be an open capacitor (c4). The lcd screen was evaluated and found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator's display screen was too dark to read. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.